Event description:
Medical affairs spoke to the pt in 2004 and obtained the following info: for a couple of days, pt was unable to obtain a reading on their meter. They mentioned that they would do a blood test and would not get a reading. The lcd screen would not show a reading; however, the time and date would show up on the meter. They mentioned they reseated the batteries with the ccr and issue still persisted. They went to the doctor's once because of the issue with the meter and was treated with insulin.. They went to see the md because they did not know what their blood glucose reading was and wanted to take their insulin according to the meter reading. Their reading at the md's office was 346 mg/dl and they did not experience any symptoms at the time. The meter dd not experience any trauma. The pt was using the proper technique and issue still persisted. This case is being reported as a adverse event, since the pt was unable to obtain a blood glucose reading on the meter and had to seek medical attention.